Event description:
It was reported that the patient underwent a spinal surgery using bmp. It was reported that the patient sustained unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with following pre-op diagnosis: neck pain, spondylosis. The patient underwent following procedures: c4 to c7 fusion with local bone, autograft, rhbmp-2, and graft; instrumentation from c4 to c7; iliac crest bone autograft through a separate fascial incision. As per operative notes,¿ the right iliac crest was palpated and a transverse incision was made. Subcutaneous tissue was sharply dissected. Fascia was incised inline with the iliac crest.- iliac crest was harvested using rongeur and curettes taking care to preserve the inner & outer tables. Strips of rhbmp-2 were laid across the intended fusion surfaces as well as autograft; local bone, & graft. Antibiotics were repeated, as needed. Lateral x-rays showed that the implants were in good position¿ no intra-operative complications were reported.